Manufacturer narrative:
Date of birth - only year provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician asked for an angio-seal vip 6 fr vcd, after the neuroradiology intervention procedure. When the product was opened, the physician observed that the angio-seal dilator was bent in the distal part. When they tried to assemble it with the introducer sheath, it was necessary to apply pressure, that is why the physician changed it for another. The patient's condition was reported to be ok, there was no blood loss. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 22apr2020. A 6fr vip sheath was used. The bent condition was noted first. The device was not used with the patient; they changed it for a new one. A pre-deployment angiogram was performed. It was an embolization procedure without problems. The patient was hemodynamically stable. The new angio-seal device was perfect, and they were able to close the common femoral artery. The procedure outcome was successful with the new angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon evaluation of the dimensional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator, hemostasis sheath and the completely sealed carrier tube assembly were returned along with the header bag. Visual inspection revealed there was a deformation (slight kinked) identified at the blood inlet hole of the arteriotomy locator. No damage or deformation was noted with the returned hemostasis sheath. There were no signs of use of the carrier tube assembly. No other visual anomalies were noted. For dimensional testing, the outer diameter of the arteriotomy locator was measured to be 0.0907" and which was within the specification of 0.092" +0.00/-0.02. Measurement was found to be within the specifications of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.